Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the advia centaur xp instrument and determined that the power supply malfunctioned, causing smoke to be emitted from the instrument. The cse replaced the power supply and rebooted the instrument. The cse performed empty and fill, daily cleaning procedure (dcp), and ran quality control, which recovered within expected ranges. The power supply is ul certified. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Smoke was emitted from the back of the advia centaur xp instrument. The customer evacuated the laboratory and contacted the fire department. Upon arrival, the fire department unplugged the instrument. There are no reports of injury to staff, damage to property, or impact to patient samples.